Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient was hospitalized due to event of hyperglycaemia on (B)(6) 2025. The blood glucose value was 500mg/dl when admitted to the hospital. The patient was treated with intravenous insulin drip. No further information available.